Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure in 2014 and mesh was implanted due to stress incontinence. It was reported that patient underwent removal surgery on (B)(6) 2020 due to pain. No additional information provided.